Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose, confirmed by a fingerstick reading of 468 mg/dl, while using the ilet and an inset 6 mm infusion set; the user acknowledged high alerts and changed insulin, completed a full supply change before the call, and subsequently reported glucose trending down to 222 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.